Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor did not separate from the delivery catheter as expected. A balloon catheter was used to try and push the sensor off the delivery catheter, the delivery catheter was rotated and an attempt was made to retrieve the guidewire, and neither technique was successful. The main pulmonary artery was then blocked with the balloon catheter, and the delivery catheter was pulled out with the catheter. The sensor became detached and went into the pa, but could not go farther down due to the balloon catheter there. The pressure then caused the sensor to move into the left pulmonary artery into the site where it was originally decided to implant. The procedure was extended to a total length of three hours as a result of this issue, and the patient required additional medication for back pain they experienced after lying down for so long. The patient experienced no additional adverse consequences.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.